Event description:
It was reported that the caller experienced air bubbles in the tandem mobi cartridge during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue after being assisted by technical support to load a new cartridge following the proper technique, allowing insulin therapy to resume.